Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with aspirin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. The physician reported that "he never felt the balloon abut to the sheath and he continued to pull back and the device came thru the sheath." The balloon was tested outside the patient's body and it was found that the balloon was ruptured. Hemostasis was achieved successfully with a second mynxgrip device and no further complications were noted.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1224204) indicated that the device lot met all established performance criteria prior to shipment.